Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A facility representative reported that capsular bag rupture occurred during a cataract procedure with a preloaded intraocular lens (iol) implant. The rupture occurred during insertion of the iol. The procedure was completed with an anterior chamber intraocular lens implant. Additional information has been requested but not yet received.